Event description:
This unsolicited case from united states was received on 14-dec-2017 from nurse this case concerns 2 patients (demographics unspecified) who received treatment with synvisc one injection and after unknown latency, patients had sustained an infection in their knee. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown dates, the patients received treatment with intra-articular synvisc one injection (frequency, dose, indication and expiration date: not reported; lot number: 7rsl021). On an unknown dates, unknown latency of receiving the injection, two of their insured patients have sustained an infection in their knee after receiving this affected lot. Nurse stated that they are culturing the fluid to find out what kind of bacteria it was. Corrective treatment: not reported for both events. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for both events pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who experienced joint infection after receiving synvisc one injection from the recalled lot. Although exact event onset date have not been provided for all the events, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.